Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was discovered upon device evaluation, that the pencil was activating without the button being pushed. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.